Event description:
It was reported that the patient experienced occasional jolts of electricity in her right arm in an 'ulnar distribution.' The event /symptoms occurred about a week previous, following an adjustment 'around' the patient's deep brain stimulation (dbs). Three similar events were reported in between the patient last seeing her physician and the date of this report. The patient was not at any 'high' settings, and the jolts did not occur in any rhythmic pattern. It was unknown if movement caused stimulation changes. It was also noted that the patient did not think that the sensation originated from her pocket site or the lead/extension connection, and could only feel it in her arm. Additional information received reported that the cause of the event was a fall with injury to the right side of the patient's head that had occurred about the same time the patient began experiencing symptoms; the patient's 'equipment' was checked and seemed to be ok. There was a suspected lead/extension break. It was planned that an x-ray was to be scheduled, and noted that surgical intervention might be required. Further information indicated that the patient experienced a shocking sensation in her left arm and some shocking in her left leg. It was noted that the patient's last reprogramming session was on (B)(6) 2012; the patient's speech and movement quality clearly improved, but she developed shocks in her left upper extremity (lue) which increased in frequency over time; these shocks had recently caused the patient to clench her jaw. Examination notes indicated the patient was able to reproduce shocks by 'handling' her dbs cable/connector behind her right ear. The patient exhibited mild dyskinesia bilaterally, but her speech intelligibility had improved. An impedance test indicated high impedances for the right system's group a with at least one open circuit reported; impedance values on the right side had previously been in range with no abnormalities. It was noted that the patient's related device was on her right side with model#: 37602 and serial#: (B)(4). If any additional information is received, it will be included in a supplemental report.

Event description:
Additional information indicated that the device was "taken out." The patient fell in (B)(6) 2012, and "it broke." It was stated that "the connectors were broken" and could not be repaired. The device was removed in (B)(6) 2012 after it was determined that the leads were the problem during an exploratory surgery on (B)(6) 2012. Manufacturer's database showed the device with the same serial number as the one reportedly removed in (B)(6) 2012 as still implanted in patient's left side of her chest. It was unclear if the date of the explant was (B)(6) 2012. It was stated that the patient still had her one device in her left side of her chest. It was unclear which of the two implants this additional information pertained to.

Manufacturer narrative:
Product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension; product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension; product ID: 37642, serial#: (B)(4), product type: programmer, patient; product ID: 3389s-40, lot#: v057193, implanted: (B)(6) 2007, product type: lead; product ID: 3389s-40, lot#: v057193, implanted: (B)(6) 2007, product type: lead. (B)(4).